Event description:
The MFR received info alleging that the device does not power on. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The ventilator's system pca and power management pca were replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.